Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the heavily calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0x200 mm armada 018 dilatation catheter was advanced to the heavily calcified right posterior tibial artery without incident. The armada was inflated to 8 atmospheres and ruptured with the first inflation. The armada was removed in one piece and replaced with a 3.0x200 mm armada 014 dilatation catheter. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.